Event description:
Report received of an underdelivery. The customer contact indicated that the event was a result of an error in programming the device. The pump was programmed in the ml/hr mode to deliver 21500mg. Of gemcitabine in 434ml at a rate of 29.8ml/hr instead of the intended rate of 67ml/hr. The reporter stated the programming error was noted at 1300 when the "bag seemed too full". The pump was reprogrammed to deliver at the intended rate of 67ml/hr and therapy was resumed. There was no adverse pt effect and no medical intervention were required. Though requested, no further info was available.